Manufacturer narrative:
Concomitant product(s): a 5867-3m adaptor, implanted: (B)(6) 2018; 5076-58 lead, implanted: (B)(6) 2018; ddbc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead noted during a ventricular fibrillation (vf) episode. The lead remains in use. No patient complications have been reported as a result of this event.